Event description:
A customer contacted haemonetics on (B)(6) 2012 to report a fluid spill in the orthopat machine. No donor or operator injury was reported.

Manufacturer narrative:
Upon eval, a blood spill was discovered internal to the device. Components which were replaced due to the blood spill include the power supply, ac filter, distribution pcba, and centrifuge. The machine is now ready for use. (B)(4).